Event description:
It was reported that non-sustained vf episode due to oversensing of noise on the ventricular lead was observed via remote transmission. No patient symptoms were reported. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.